Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 29-feb-2016, a tss conducted follow-up with the customer over-the-phone to address the reported event. The customer was questioning the proper procedure if they receive a patient result which indicates a variant hemoglobin is present. The tss assured the customer that they have followed the proper protocol in testing the patient sample by another method prior to reporting the hba1c result. The variant was identified as hemoglobin wayne, and the hba1c on the g8 was 5.7% and by electrophoresis was 7.2%. The 7.2% matched the clinical picture. The most probable cause of the reported event was due to a hemoglobin variant.

Event description:
On (B)(6) 2016, a customer reported flag 43 on one sample with their g8 analyzer. The customer is unable to report hba1c on that patient sample. On (B)(6) 2016, a technical support specialist (tss) spoke with the customer on the phone to address the reported event, which resulted in delayed reporting a hba1c patient result. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.